Event description:
The customer stated that her insulin pump shut off yesterday, and it did not give her any insulin. The customer attempted to rewind or resume, but the device alarmed no delivery and motor error. The customer was experiencing high blood glucose of 439mg/dl and she is going to the hospital. The caller stated that she could not get up and had a headache. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unable to verify excessive no delivery alarm due to motor error alarm. No blank display.